Event description:
A hemodialysis (hd) clinic service specialist reported by email that at a clinic the heparin line became detached during use one hour into a patient¿s hd treatment. Drops of blood was noted to be coming from the arterial line connection close to the heparin line. Upon follow-up, the registered nurse (rn) confirmed the detachment. There were no machine alarms during the treatment. There was no visible damage identified. There were no leaks noted during the priming, and no irregularities were noted on the combi set. The patient¿s estimated blood loss (ebl) was reported to be 20 ml. The rn stated the rn was able to clamp the tubing and stop the leaking very quickly after the detachment. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the same machine following the event and after re-setting up supplies. Photos were provided for the investigation.

Manufacturer narrative:
Correction: h6 investigation findings.

Event description:
A hemodialysis (hd) clinic service specialist reported by email that at a clinic the heparin line became detached during use one hour into a patient¿s hd treatment. Drops of blood was noted to be coming from the arterial line connection close to the heparin line. Upon follow-up, the registered nurse (rn) confirmed the detachment. There were no machine alarms during the treatment. There was no visible damage identified. There were no leaks noted during the priming, and no irregularities were noted on the combi set. The patient¿s estimated blood loss (ebl) was reported to be 20 ml. The rn stated the rn was able to clamp the tubing and stop the leaking very quickly after the detachment. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the same machine following the event and after re-setting up supplies. Photos were provided for the investigation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However, a photo was received and it was noted a separation was observed from the heparin line to the red pump ¿t¿ connector from the arterial line. The reported event was confirmed in accordance with the picture received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic service specialist reported by email that at a clinic the heparin line became detached during use one hour into a patient¿s hd treatment. Drops of blood was noted to be coming from the arterial line connection close to the heparin line. Upon follow-up, the registered nurse (rn) confirmed the detachment. There were no machine alarms during the treatment. There was no visible damage identified. There were no leaks noted during the priming, and no irregularities were noted on the combi set. The patient¿s estimated blood loss (ebl) was reported to be 20 ml. The rn stated the rn was able to clamp the tubing and stop the leaking very quickly after the detachment. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the same machine following the event and after re-setting up supplies. Photos were provided for the investigation.